Event description:
Pt was scheduled for phacoemulsification with posterior chamber intraocular lens implantation in the left eye. During the procedure, it was noted that the irrigation failed on the alcon legacy phacoemulsification unit (series 20000). The handpiece was removed from the pt's eye. Upon assessment of the problem, the irrigation chamber was squeezed to initiate the flow of water for irrigation through the tube. Thereafter, the phacoemulsification unit appeared to function properly. The procedure continued without complications and the lens was implanted normally. Due to thermal shrinkage of the wound from the brief when irrigation was not performing, three nylon sutures were needed to close the wound and obtain a watertight closure. Upon completion of the procedure the instrument was sequestered for an eval by biomedical engineering.